Event description:
Maquet iab catheter pump alarmed and said iab helium leak. Connections were checked and balloon was restarted. Same message came up again. Surgeon was made aware and ordered for console to be changed out. Console was changed out and the same message came up. The balloon was then taken out of the pt. A large clot is noted in the balloon as well as what seems to be a piece of the balloon missing. Sales rep was contacted and balloon will be returned according to company recommendations. Duration: 2 hours.